Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as an open sore. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed advised to temporarily remove the lifevest for the skin irritation. Follow up indicated that the skin irritation improved.